Event description:
Allergic reaction [hypersensitivity]. Swollen [oedema]. Puffiness face [swelling face]. Couldn't breathe/short of breath [dyspnoea]. Case description: a consumer reported that they, a female age unspecified, used always/alldays pantyliner, scented liner total of four liners over a day and a half beginning (B)(6) 2013 and reported the following: had an allergic reaction when she woke up (B)(6) 2013 swollen; face puffiness and could not breathe. The consumer visited her physician and received four cortizone shots. The case outcome was improved. Past medical history included: medical history - unspecified allergies, asthma. Concomitant medications included: allergy medication. No further info was provided.